Event description:
On (B)(6) 2008, I had the essure procedure done. For the past 18 months, I have had so many health problems related to this. I have had significant weight gain, pain, headaches and on a daily basis I have to fight pain from this. I have been to many doctors and specialists who all agree that it is directly related to this and the only way to stop the pain is possibly hysterectomy, which I cannot do as I have now lost my insurance. The company has not responded to my calls or complaints other than to say they cannot comment if any other pts have the same problems. This device is unsafe, as is clear from the new research I have read on the internet with hundreds of others who have the same problems and symptoms I have had. Dates of use: (B)(6) 2008 -- (B)(6) 2011.